Manufacturer narrative:
While no serious injury was reported, there has been a previous report received where breakage resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Fiber reinforced composite material does not bend after breaking, it is not a fragile material for breakage. After breakage, it remains in place. But if repeated forces are applied then some pieces of the material would lose and some other would continue resisting. It is like a fatigue. In that case, it would come from a loosening, debonding. But not at the beginning, with the time being, the post/restoration starts a little bit and then progressively increases while loading forces continue applying. Root cause could be debonding or losing of sealing ability. This submission is being made after an acquisition and internal audit of rtd.

Event description:
In this event it was reported that a dt light post fractured. The patient has got a new post.